Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with moderate calcification. A stent was implanted. The 7 x 40 x 135 fox plus balloon catheter was prepared per the instructions for use, prior to use. The balloon was advanced for post-dilatation. Some resistance was noted with the previously implanted stent; however, the balloon crossed successfully. The balloon was inflated to 8 atmospheres (atm). During the second inflation of 16 atm, a balloon rupture occurred. The balloon catheter was retracted into the shuttle sheath; however, could not be completely retracted into the sheath. The balloon was bunched at the shuttle exit; therefore, they were retracted as a unit. When the devices reached the access point, they could not be removed. The balloon catheter was pulled with force, but separated, and a portion of the balloon remained in the artery. The patient was sent to surgery for removal of the separated portion. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the fox plus percutaneous transluminal angioplasty (pta) catheter instructions for use (IFU) states: if the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit. Additionally, the precautions section states: do not advance the fox plus pta catheter against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. Although it was noted the physician used moderate force in the attempts to remove the device, this was due to the balloon interacting with the sheath, therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties.